Event description:
On 1/27/97, at 2:00am, pt contacted a MFR nurse and reported that device "is totally blocked, suspect it has been since implant". Pt was informed by her physician that device catheter goes to her brain. It was additionally stated that device body is under pt's arm and coming through skin. Pt's arm and chest turn blue and hurt. Pt was seen in emergency room and was sent to psych due to hypertension and high blood pressure (180). The pt was released in 24 hrs as it was felt that medical problems contributed to the pt's mental state. Pt was sent to local surgeon who was going to remove the device in his office. Pt was informed that the device catheter should be removed by a cardiovascular surgeon who will clamp vessels to prevent clots from leaving the device catheter; pt's local surgeon stated this was "ridiculous". Pt stated that she tried to see a cardiovascular surgeon but needs a referral from her physician who will not give her one. Pt feels that because she is handicapped, physicians "think she should die and don't care". The MFR nurse suggested that pt contact the cardiovascular surgeon's office and speak with the nurse. Pt stated that she will write a letter. MFR nurse also suggested that she contact other physicians in town and informed her that she must go to emergency room if circulatory problems is acute.